Event description:
It was reported that this right ventricular (rv) lead recorded a red alert for high out-of-range shock impedance measurements. Additionally, high capture thresholds were observed during a right ventricular automatic threshold (rvat) test. Technical services (ts) reviewed the device data and recommended performing isometric maneuvers and further in-clinic lead evaluation to assess lead integrity. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).